Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump had an insulin pump error alarm. The customer's blood glucose level was 600 mg/dl. The customer¿s other blood glucose levels were 300 mg/dl- 500 mg/dl. The insulin pump kept on putting it on diabetic ketoacidosis and the customer was hospitalized. The doctor advised the customer to not to use the insulin pump. The device will not be returned for analysis.